Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4)

Manufacturer narrative:
It was reported that the ventilator's user interface holder was broken. The reported failure was confirmed and the user interface holder will be replaced by the customer. No parts were returned for investigation. The failure was confirmed with a photo provided the fse. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.